Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01244.

Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary embolus (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "pain, fear of filter breaking or migrating, and likelihood of future surgery". Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2013: "impression: inferior venacavagram and placement of ivc gunther- tulip filter were performed via the right common femoral vein under ultrasound and fluoroscopic guidance". Per the (B)(6) 2019 CT abdomen: "while there is no significant tilt of the inferior vena cava filter, the cephalad apex does appear to abut the anterior wall of the inferior vena cava. No evidence of a significantly bent or fractured strut. There is evidence for four strut perforation along the anterior aspect, right lateral aspect, posterior aspect and left lateral aspect. The anterior filter strut extending approximately 2 mm beyond the ivc into the adjacent adipose tissues. The right lateral filter strut extending approximately 2 mm beyond the ivc into the adjacent adipose tissues. The posterior filter strut extending into the anterior longitudinal ligament, approximately 2-3 mm beyond the ivc and finally the left lateral filter strut extending into adjacent adipose tissues approximately 2-3 mm beyond the ivc. There is no evidence of inferior vena cava stenosis".

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.